Event description:
Pt was admitted for elective cardioversion. Pads placed on apical/apex region of chest. Md moved to left chest right back. Pt defibrillated with 200-300-360-360j. Burned skin smelled in room after cardioversion. Blisters noted on skin under pads when pads removed. Silvadene cream applied.